Event description:
Pt's heart rate started to drop on the monitor into the 40's when the nurse entered the room, she noted the pt was cyanotic and ventilator was connected to the pt but the machine was not working, no lights, no sounds, no alarms. Only the green led was blinking on and off. Pt was seen by respiratory and nursing 10 minutes prior to the event and all was baseline for this pt. Code was called but unsuccessful in resusitation. Per documentation, there was no delay in care. Pt had coded in past, but was successfully revived. Pt did have multiple co-morbidities including type 1 diabetes, open wounds, morbidly obese, and was being evaluated for possible cardiac complication associated with his poor medical history. Product was assessed by covidien engineers on site and was unable to retrieve data or make unit operational. Product will be sent to MFR for analysis. Dates of use: (B)(6) 2013 -- (B)(6) 2013. Reason for use: ventilator dependant.